Event description:
It was reported that the device is not ratcheting and would not grab implant during unknown surgery on unknown date. This is not for a warranty replacement only. It was also reported that the device did malfunction during surgery with no patient impact. This is report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records (DHR) was conducted and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Per the manufacturing eval, the as received condition no visible damages. The instrument passed the required functional test upon performing the lubrication requirements as per the system technique guide. The problem as per complaint description could not be duplicated. The instrument was not lubricated as per the instructions provided by the manufacturer. The root cause is directly related to the not preformed lubrication during the clinical reprocessing of these devices. Per the product event eval, the design evaluation states there were no design related issues found on the returned instruments which could have contributed to the reduced tension limiting function. All instruments in this complaint were not lubricated as per the instructions provided by the manufacture. The root cause is directly related to the not preformed lubrication during the clinical reprocessing of these devices and therefore this complaint is deemed invalid. Placeholder.

Manufacturer narrative:
Item was received not ratcheting. Item is not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. This item was scrapped on 29-jul-2013.